Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4) additional part used: glidescope smart cable, catalog: 0800-0531, sn: (B)(4)

Event description:
The customer reported that during a patient procedure, using a titanium single use lopro s4, the video image was flickering. A delay in the procedure of unknown duration occurred as a back-up tisu blade was obtained. No harm to patient or user was reported.

Manufacturer narrative:
The device has been received and early results show a defective monitor but we are still investigating all other potential root causes. A final report will be submitted once the investigation has been completed.